Event description:
It is reported "this mics piece broke at the attachment connection." Case type: tka. Surgical delay approx 10 minutes. Update: patient was under anesthesia. No additional procedures. No adverse pt harm. No debris inside the patient were any components of the device missing or disassembled when the issue occurred? Yes. It broke, screws fell out.

Manufacturer narrative:
Reported issue it is reported "this mics piece broke at the attachment connection." Case type: tka. Surgical delay approx 10 minutes. Update: patient was under anesthesia. No additional procedures. No adverse pt harm. No debris inside the patient. Were any components of the device missing or disassembled when the issue occurred? Yes. It broke, screws fell out. Product inspection mics-209063 sn# (B)(6) RMA# (B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.4. Collar test. Disposition: rtv. Inspected by: (B)(6). Device history review: device history records indicate (B)(4) were manufactured under lot kompy and (B)(4) were accepted into final stock on 09/05/18. No non-conformance were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42040818 shows 1 additional complaints related to the failure in this investigation. The complaints are (B)(4) . Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It is reported "this mics piece broke at the attachment connection." Case type: tka. Surgical delay approx 10 minutes. Update: patient was under anesthesia. No additional procedures. No adverse pt harm. No debris inside the patient. Were any components of the device missing or disassembled when the issue occurred? Yes. It broke, screws fell out.